Manufacturer narrative:
One sample from the patient was submitted for investigation. It is not clear if it is the sample from (B)(6) 2016. Investigation confirmed the presence of a streptavidin interfering factor. This specific interference is addressed in product labeling. It was noted that the measuring cell on the instrument was changed on 08/05/2016. The last preventive maintenance was performed on 08/29/2016 and no problems were identified.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient tested for free thyroxine (ft4 ii). The results were not reported outside of the laboratory. It was noted that the patient is a technician who works in the laboratory. The thyroid panel was requested because the patient reported tachycardia. The erroneous results were generated between 2 different e602 modules used in the laboratory. After the initial ft4 ii results were received the sample was repeated on a second e602 module because the ft4 ii results were not consistent with the tsh result. The customer also indicated that other patients had been tested for ft4 ii on both of the e602 modules and the results were comparable. Refer to the attachment to the medwatch for the patient results. No adverse event occurred. The serial number for e602 module #1 was not provided. The ft4 ii reagent lot number was 140865. The expiration date was not provided. Between (B)(6) 2016 the customer calibrated ft4 ii on measuring cell 2 of e602 module #2 and calibration signals were acceptable. At the same time, calibration was performed on the same measuring cell on e602 module #1 and the signals were unchanged. On (B)(6) 2016 the measuring cell on e602 module #1 was changed and calibrated. The patient sample from (B)(6) 2016 was measured again on both e602 modules and the results were comparable. The ft4 ii result from e602 module #1 was 36 ng/l and the result from e602 module #2 was 40 ng/l. Based on the information available for investigation, calibration results from (B)(6) 2016 were acceptable for e602 module #1 but the calibration results from (B)(6) 2016 on e602 module #2 were not acceptable. It was noted that the calibration signals for the ft4 ii assay run on e602 module #2 are systematically too low. This could have affected the ft4 ii results that were generated from e602 module #2. The qc results for e602 module #1 were acceptable. Considerable shifts occurred for e602 module #2 and multiple results were outside the specified ranges.

Manufacturer narrative:
The investigation also noted that the low ft4 ii results on e602 analyzer 1137-05 were caused by a distorted calibration curve during the time period of the initial results on (B)(6) 2016. The calibration signals during this time were approximately 50% lower than the expected signals. This was reflected in the shifts in quality control values which were outside of the specified ranges during this time period.